Event description:
Subsequent to the initial medwatch report, additional information was received: the patient presented with a massive st elevation myocardial infarction and was found to have an occluded left anterior descending coronary artery just distal to the first diagonal artery. After implantation of the three graftmaster stents, the patient was pain free and the st segment was significantly improved, but there was still a perforation into the ventricle. Additionally, timi flow was less than 3 at the apex. The 2nd diagonal artery was noted to be closed due to placement of the most proximal covered stent. No additional information was provided.

Event description:
It was reported that during a mid to proximal left anterior descending coronary artery (lad) intervention, a perforation occurred from use of a non-abbott device. Three graftmaster stents were implanted to treat the vessel, but failed to seal the perforation. The patient was stabilized and transferred to a different facility for additional intervention of the vessel. At some point during that hospitalization, the patient died. The exact cause and date of death was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of death estimated. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of death, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other two graftmaster devices referenced are filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Dilatation catheter: nc quantum; guide wire: 0.014 choice floppy (x2); sheath: 6 fr xblad 4.0 cm; other: heparin, intra-aortic balloon pump.